Event description:
It was reported that the handpiece heated up and melted the bur guard during an impaction tooth extraction. There was no patient or user injury, and the procedure was completed using an alternate handpiece.

Manufacturer narrative:
The handpiece was returned to the manufacturer and passed the quality inspection procedures. The bur guard was not returned to the manufacturer for evaluation. The melting of the bur guard can be caused by the bur guard being pushed up onto the handpiece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard.